Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided from the account, which indicated an approved cartridge was used with a handpiece with a viscoelastic; however, it is unk if the approved viscoelastic was used from the pack. One viscoelastic in the pack is not qualified for use with this combination. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A clinical director reported via a completed a complaint questionnaire a patient is experiencing blurry vision, headaches, nausea, dizziness, glare & halos following an intraocular lens (iol) implant procedure. The lens was explanted. Additional info was requested.